Manufacturer narrative:
(B)(4).

Event description:
The patient reported since (B)(6) 2015 stimulation therapy hadn't been effective and had gradually been getting worse. It was further reported the implant site was sore and the patient could hardly stand up since (B)(6) 2015 and that was gradually getting worse with time. It was noted the patient last fell in (b)(46 2014 but had not recent falls. Additional information received from the consumer reported that nothing had been done with the therapy or with the pain or soreness in her back. It was very hard to get up or walk. It was getting worse by the day. If it did not get taken care the patient would have it removed. The pain was getting terrible. The patient was not sure what happened to the stimulator, it just quit working. There had been no change. They had tried to set it up to help with the pain, but it was very sore. It hurt to get up from her chair, to move from her bed, or just plain walk and move around. The patient was using her walker besides walking a short walk through her house. It was so bad she had to go sit down before she could do anything. That seemed to help somewhat.